Event description:
A report was received that the patient was experiencing inadequate stimulation, high impedances and lead fracture after a fall. The patient underwent a lead replacement procedure and was reportedly doing well post-operatively. The physician believed that the fall caused the lead fracture and malfunction of the lead was suspected.

Manufacturer narrative:
(B)(6) 2013. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.